Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 35 mg/dl due to giving insulin for dinner while already having low blood glucose. Customer was treated with glucose by paramedics on (B)(6) 2016, but was not taken to the hospital. Customer reported that a few days later, blood glucose elevated to 268 mg/dl due to eating crackers and milk prior to going to sleep because of fear of low blood glucose. During call, it was found that customer set up for a bolus delivery but did not press the act button in order to start delivery, which caused high blood glucose. Customer declined high and low blood glucose troubleshooting.